Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 600 mg/dl. The customer's brother stated that there were no significant events that could have led to the issue. The customer was assisted with assisted with trouble shooting and found that the insulin pump passed all tests with no issues. No further information was provided.